Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired once for a defective motor and damaged head and reciprocating arm reported on (B)(6) 2016. The reported event was confirmed by the service technician who performed the evaluation and repair. On 6 march 2019, it was reported from (B)(6) that a dermatome was cutting with uneven thickness. The customer returned a zimmer air dermatome, serial number (B)(4), for evaluation. Evaluation of the device on 26 march 2019 noted that the device was out of side to side calibration specifications at the zero setting and was at the low end of motor speed specifications. Repair of the device occurred the same day and involved replacing multiple bearings, screws, the e-ring, and the reciprocating arm. The technician then tested the dermatome and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to find a failure that would be related to the reported cutting with uneven thickness. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that there was uneven thickness of peeling. There was no harm or delay. No adverse events were reported as a result of this malfunction.